Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient was presented in the operating room for a device change-out. Externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Decreased pacing lead impedance and decreased r-waves sensing were also noted. The lead was capped and replaced on (B)(6) 2016. The patient was in good condition following the procedure.